Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly or verify no delivery alarm/occlusion due to missing retainer. Unit passed rewind, prime/seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow block alarm even after changing multiple infusion sets. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.